Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to fill the reservoir and the device would not fill. No bars illuminated. Nurse confirmed emptied the pads then had nurse disconnect them from the fluid delivery line. Nurse then tried to fill reservoir again and did not hear the pump. System hours was 10855, pump hours were 10246, inlet pressure was -0.3psi, circulation pump command was 100 percent, flow rate 0lpm. Nurse stated two of the pads were soiled so only two were on the patient now. Nurse stated they were getting flow rate alerts on this machine earlier as well. Mis explained this could be due to mechanical failure of circulation pump or the fact only two pads were in use. Nurse would find another machine then replace the two soiled pads. Nurse would send this device to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿defective/contaminated components from supplier¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was trying to fill the reservoir and the device would not fill. No bars illuminated. Nurse confirmed emptied the pads then had nurse disconnect them from the fluid delivery line. Nurse then tried to fill reservoir again and did not hear the pump. System hours was 10855, pump hours were 10246, inlet pressure was -0.3psi, circulation pump command was 100 percent, flow rate 0lpm. Nurse stated two of the pads were soiled so only two were on the patient now. Nurse stated they were getting flow rate alerts on this machine earlier as well. Mis explained this could be due to mechanical failure of circulation pump or the fact only two pads were in use. Nurse would find another machine then replace the two soiled pads. Nurse would send this device to biomed.